Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: product type extension product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 15-oct-2027, UDI#: (B)(4) ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 17-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had swelling at their implantable neurostimulator (ins) site in their chest after the procedure and inflammation at the lead site behind their ear. On (B)(6) 2026 they returned to the hospital where the physician aspirated some fluid from the pacemaker site in the chest and performed debridement at the lead site behind their ear. They would continue to observe and communicate with the physician regarding subsequent treatment. The issue was said to be resolved.